Event description:
During an atrial fibrillation procedure, after insertion into the patient, it was noted that there was a blood leak at the hemostasis valve. The device was replaced, and the procedure was completed with no adverse consequences to the patient. The hospital disposed of the reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.